Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of an extension line leak was confirmed. The customer returned one double lumen hemodialysis connector assembly. The connector assembly showed signs of use. Microscopic examination revealed that a crack can be seen along the molding seam of the red arterial luer hub. No other defects or anomalies were observed. Leak testing was performed by attaching both luer hubs to the leak tester separately and by occluding the distal end of the extension lines. The water was turned on and the pressure was increased slowly to 45 psi for 30 sec. Aleak was immediately detected exiting from the crack in the red luer hub. However, flow could not be established through the blue luer hub. A lab inventory guide wire was thread through the blue luer hub in an attempt to locate the occlusion. The blue extension line is completely blocked at the juncture hub. As a result, the blue luer hub was leaked tested and no leaks were found. An attempt was made to remove the blockage. However, the blockage could not be cleared. A device history record review was performed on the product with evidence to suggest a manufacturing related cause. Therefore, based upon the time of discovery and the damage observed it was determined that operational context caused other remarks: or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient involved had a chronic hemodialysis catheter successfully placed in her jugular vein. Hemodialysis treatment was given in a local hospital. In nephrology, the doctor found a leak one month after insertion. As a result, the doctor replaced it with a new extension tube. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old female, (B)(6) cm tall weighing (B)(6) kg with a history of renal failure.